Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a stroke. The patient fell and felt something pop in her neck. The patient was hospitalized and wished to have the device checked. Additional information was requested; if received, a follow up report will be sent.

Event description:
It was reported when the patient fell, she felt one of the "cords" pop in her neck.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).